Event description:
The customer reported the system locked up and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated fuses and power supply connectors. The system operates as intended.